Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that reason for call was the patient's niece reported the patient had been in the hospital for over a week due to bleeding from somewhere in their intestines or lower colon and that the patient had had several scans and tests done thus far but that the doctors were unable to determine where the bleeding was coming from. The caller stated the patient kept losing a lot of blood and stated the patient had lost 9 units of blood so far. The caller had initially called because they wanted to know what type of test could be used to determine proper device placement because the patient had been concerned that a shifted lead could have caused the issue. The caller stated they'd called the patient's managing health care provider (hcp) and that they'd spoken to a nurse at the hcp office and was told that they thought it would be highly unlikely that the bleeding was caused by the device/therapy. The caller stated the patient had also reached out to their rep (B)(6) (last name: asked/unknown) and told them about their issue on (B)(6) 2023. The caller stated that (B)(6) had given the patient patient services' number to call to inquire about device registration information and compatibility. The caller stated the patient was trying to think of things that could be causing the bleeding and they wanted to know what the patient had implanted and how to best determine if something had shifted. Patient services reviewed compatibility information and reviewed x-rays were usually used to determine device placement. When asked if the patient had had any traumas or falls that led to the issue, the caller stated the patient had been concerned because a week prior to their hospitalization, they had a fall and in addition the patient would be watching their grandkids and having a lot of repetitive behavior where they were trying to get down to the floor from the chair and they would feel a "bump on their thing"/that they would slide down on the chair and they felt the stimulator in their back each time they did it so they were worried about that and thought maybe it had moved somehow. The caller had also noted that the patient had fallen again while in the hospital. Patient services redirected the patient to follow up with healthcare provider/and or their medical team at the hospital to determine the cause of the bleeding and to check the implanted system. The patient was going to continue working with their health care provider (hcp) and team of doctors at the hospital. Documented reported event. No further action was taken by patient services. Additional information was received on 2023-aug-28, bleeding from rectum. Additional information was received from a healthcare professional (hcp). The hcp reported that they have not seen patient since (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 3889-28. (B)(6). Implanted: (B)(6) 2016. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 12-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.